Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that two mr290v vented autofeed humidification chambers developed cracks during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two complaint mr290 autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection of device 1 revealed four vertical cracks by the hinge bracket at the bottom of the dome. A lot check revealed no other complaints for lot number 130218 (18 february 2013). A horizontal crack along the base of the dome was observed when device 2 was visually inspected. A flow mark was observed above the crack and the print was slightly smeared. A lot check revealed no other complaints for lot number 130221 (21 february 2013). The hospital reported that as part of disinfection they used cleaning agents. Conclusion: the residue around the crack suggests that the damage was caused by the chamber coming into contact with a solution containing alcohol which resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa".